Event description:
It was reported that, "screwdriver broke during the surgery. It was retrieved and no adverse consequences to the pt occurred."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.